Event description:
The pt experienced symptoms of angina and catheterization revealed stenosis at the site of the connector. According to the implant op report, prior to placing the pt on-pump, two proximal anastomoses were completed with aortic connectors during quadruple CABG procedure. Both connectors remain implanted.